Event description:
The customer states an over delivery during testing. The customer stated that the issue was found during testing; there was no patient involvement. The customer was performing the flow test for the preventative maintenance procedure. The pump was set to 75ml/hr for 30 minutes. The volume infused should have been 37.5ml but all three infusions measured around 42.0 ml.

Manufacturer narrative:
The reported issue can not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.